Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ascenda_cath, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (unknown concentration, 200 mcg/day) in an implantable pump for an unknown indication for use. The patient was implanted two years prior and received effective therapy ( at dose 200 mcg/day). Some months ago, the patient experienced a loss of effect. The hcp tired increasing the dose to 400 mcg/day without relief. A dye study revealed a leak (reported as leakage) near the sutureless connection between the spinal and pump segments. The hcp decided to replace the pump connector on (B)(6) 2017. During the procedure, the hcp was able to aspirate drug from the catheter port. The hcp then attempted another catheter dye study and did not see an catheter leakage. The decision was made to replace the pump connector anyway. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. The explanted catheter pump segment was returned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump/catheter information and drug information were unable to be obtained.

Manufacturer narrative:
Analysis of the unknown catheter found no significant anomalies. Only a partial catheter fragment was returned (catheter segment attached to either side of the collet pin connector). Analysis could not confirm the field complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacture site ID was updated: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump serial number and implant date were provided.